Event description:
Boston scientific received information that, during a follow-up appointment, this device showed an estimated four years longevity remaining. During a recent follow-up, the device could not be interrogated. The device also did not pace upon magnet application. Several different programmers were attempted, however, the device still could not be successfully interrogated. A boston scientific technical services (ts) consultant stated the device position may have shifted out of range. No adverse patient effects were reported.

Manufacturer narrative:
The device was later returned for analysis.

Manufacturer narrative:
This report will be updated once additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.